Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) was causing the patient discomfort. A revision was performed and the device was moved to a sub-muscular. The device remains in service. No additional adverse patient effects were reported.